Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an alarm that lasted for about 3 minutes, but the screen was showing no alarm. Self-test was performed, screen and all lights and alarms working. When the mute and home buttons were pressed to view the last 6alarms, the screen was blank. The system controller was exchanged a week ago. No alarms were noted upon interrogation. The event log contained a small number of unusual power cable disconnect alarms when utilizing battery power. These alarms appeared to be a result of relative state of charge (rsoc) (battery data) invalid flags. It was recommended to check the batteries and battery clips for integrity and clean all battery and clips contacts. If that does not resolve the issue, replacing the clips may be required.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that there were no display issues on the patient's current controller and there were no alarms since the exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an unknown alarm lasting 3 minutes was not confirmed; however, the power cable disconnect alarms due to rsoc invalid found by technical services was confirmed via the provided log files. On (B)(6) 2024 at 17:21:29 a white cable relative state of charge (rsoc) invalid fault was captured transiently until 17:22:53 and a power cable disconnect alarm was triggered. The power cable disconnect alarm resolved by 17:23:16. No additional irregular alarms were noted in the log files submitted. The product was not returned for further analysis. The unknown alarm could not be attributed to the power cable disconnect alarm seen in the log files provided. A root cause for the reported event could not be determined off the information provided. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7, ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5, ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including power cable disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 8, ¿equipment storage and care¿ and heartmate 3 patient handbook section 6, ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller power cables. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories, including their controller power cables, for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.